Event description:
Additional information was received. This issue was further discussed with engineering and if the low shock lead impedance measurement remains, device replacement was recommended. During the procedure, verifying the lead integrity was also recommended.

Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Subsequently, a replacement procedure was performed. This device was removed and replaced.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator and right ventricular lead experienced ventricular tachycardia (vt) for which a successful shock was delivered. Post shock delivery, shock impedance measurements had decreased since implant to a low out of range measurement. An internal technical service (ts) consultant was contacted and provided with a data download to determine the actual shock lead impedance value. Ts recommended monitoring this system as a short could occur if a shock is delivered. Engineering reviewed the data and provided the actual shock lead measurement was less than 12.5 ohms. Ts concluded there may be a shock lead issues and recommended further lead integrity testing be performed. No adverse patient symptoms were reported.

Manufacturer narrative:
- -

Manufacturer narrative:
Should this device be returned, analysis will be performed and this event will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.